Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Supplemental testing revealed that the main integrated circuit (ic) was faulty; an attempt to replace the main ic was able to reestablish the functionality of the battery. Additionally, functional testing revealed that all four led indicators were functional. As a result, the reported "led error" event could not be confirmed; however, it is likely the patient perceived the inability of the battery to adequately estimate rsoc as an led error. Based on the available information, the most likely root cause of the reported event can be attributed to an estimation error due to a faulty integrated circuit that controls the battery. Scar pr00 388907 investigated battery main integrated circuit malfunctions. Even though this scar is closed, the battery falls within the bounds of this scar. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.